Event description:
It was reported that during a bilateral vnr case. The rotation holes drilled through the left sided visionaire block were not the same as the rotation indicated through the left sided legion sizing guide - with the sizing guide being set to 0 and 3 degrees. When drilling these holes again through the sizing guide there was a completely different set of holes mm apart which was a clear indication the vnr drill holes for the 4:1 block rotation was incorrect. Doctor had no problems with block placement. He completed the left side first and then moved onto the right side, the right sided block did not have this issue. The rotation was correct when checked with the right sided legion sizing guide.